Event description:
It was reported that there were unspecified issues with the usb port on the pump causing difficulties plugging in the charging cord. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.